Manufacturer narrative:
Corrected data: in review, it was noted that the initial MDR report inadvertently did not include the following information in the section b5; therefore, the information has been captured in this supplemental MDR report. Section b5: there was no patient injury such as capsular tear reported. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed and no nonconformance report was found as part of this manufacturing records review.. The product was manufactured and released according to specification. A search in complaint system revealed one additional complaint was received for this production order. Since the complaint issues reported were unrelated, no escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: nov 30, 2021. Device evaluation: the complaint lens was received stuck to paper inside of a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted bilateral implants sometime in (B)(6) 2019. But these intraocular lenses (iols) were explanted due to mechanical failure. It was learned that by mechanical failure, the customer meant that the patient had decreased near vision after implant of the lenses and he was unable to read. He also complained of significant glare with new lenses that did not improve over time. Initial pre-op visual acuity for left eye: uncorrected visual acuity left eye: 20/20 distance, 20/30 at near. Post-op visual acuity after implanting the zxr00 lens: uncorrected: 20/60 distance, 20/100 near checked on (B)(6) 2019, most recent visual acuity prior to explant was 20/50 distance, 20/50 near. Post-op visual acuity after implanting the dfr00v lens, 20.0 serial number (B)(4): 1 day post op 20/50 at distance, 20/100 near (patient has not had further post op yet). No other information was provided. This report captures event for left eye. A separate report will be submitted for event in right eye.